Event description:
Tht patient admitted to hospital was acute st-segment elevation myocardial infarction. Patient had undergone coronary artery stenting with drug-eluting stent nine months before. After stent implantation combined antiplatelet therapy with acetylsalicylic acid and clopidogrel had been administered for six months. Clopidogrel had been stopped ten weeks ago. Cardiac catheterization revealed the diagnosis of stent thrombosis in the drug-eluting stent. The total creatinkinase reached a maximum of 4150 u/l, representing severe myocardial infraction. After successful intervention, patient was relieved of their symptoms.

Manufacturer narrative:
Results: myocardium infarction, thrombosis.